Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, customer reported they had a neutral pad message on the erbe. The ground pad was registering without issues in a third-party generator. The customer tried 5 different ground pads and the issue remains. Customer attempted to reboot the erbe several times with external connections removed, and the issue still remained. Moved the ground pad to another outlet and the erbe still failed to read the grounding pad. The customer tried to place the ground pad on themselves with no change. The surgeon opted to switch to a third party esu to proceed. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system appeared to power up fine and was checked appropriately. There was no patient harm.